Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy. It is unknown if the ipg depleted prematurely. Surgical intervention may occur to address the issue.